Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the pt and is not available for analysis. Add'l info will be submitted within thirty days upon receipt.

Event description:
A female pt was enrolled in the e-select study, and the index procedure was completed in 2007, with 1-vessel disease extent (no staging). The type c lesion was treated with a cypher select stent. One day after the index procedure, prior to discharge, the patient experienced a non-q wave myocardial infarction (mi), as there was a peak in ck, ck-mb and troponin all 2 times the upper normal limit. It was undetermined if this mi was target vessel related, as location was undetermined. There was no evidence of stent thrombosis indicated, and the mi did not require coronary bypass or repeat percutaneous coronary intervention. Event resolved without sequel.